Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that this 29mm mitral pericardial valve, implanted approximately thirteen (13) years and nine (9) months, was explanted due to mitral stenosis and regurgitation secondary to calcification. This device was originally implanted for mitral valve replacement. This device was explanted and replaced with a 27mm sjm epic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer report of stenosis and calcification were confirmed through observed calcification, host tissue overgrowth, and thickened leaflets. Leaflet tears in the as received condition will contribute to regurgitation. X-ray demonstrated wireform intact, minimal calcification along the free margins of leaflets 2 and 3 near commissure 3, and moderate calcification on leaflet 3. All three leaflets were thickened and swollen near the commissures. Leaflet 3 had a 5mm non-transmural tear near commissure 3 on the outflow aspect and a 3mm non-transmural tear near commissure 1 on the inflow aspect. Calcification was evident at the tear near commissure 3. Leaflet 3 also had a 11mm tear along the circumference. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Thickened leaflets, host tissue overgrowth, and calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut at multiple areas around the valve and a suture pledget remained attached to the sewing ring around leaflet 3 on the outflow aspect. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this mitral pericardial valve was explanted after unknown period of time due to mitral stenosis and regurgitation secondary to calcification. This device was originally implanted at different facility for mitral valve replacement. This device was explanted and replaced with a 27mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿.